Event description:
Note: this report pertains to the first of two complaints that involve the same event. Refer to manufacturer report # 3005099803-2010-04173 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clips were used during a procedure on (B)(6), 2010. According to the complainant, during the procedure, two clips failed to release from the catheter. The procedure was completed with two new clips. There were no patient complications as a result of this event. The patient was reported to be in "okay" condition at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). Architect i1000 analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed intermittent and recurrent architect i2000 analyzer error code 1007 (unable to process test, activated read failure) messages on several patient samples across several assays when reaction vessel (rv) lot 71556p100 was in use. The customer was sent a replacement lot of rvs and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000 analyzer, list # 8c89-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.